Event description:
On november 6, 2006 the lay user/reporter (patient's daughter) contacted lifescan alleging that the patient's one touch ultra's display was "blank" during an attempted blood test. The medical affairs specialist contacted the reporter on november 9, 2006 to obtain/verify the following information. The reporter stated that the meter was purchased about a month ago, but the patient had never been able to get the meter to work. The reporter stated that when the patient applied the blood to the test strip, the result would not count down. At an unspecified date/time, the patient developed symptoms of dizziness and feeling weak and about 1.5-2 weeks ago, the patient went to the doctor to check her blood glucose levels. The patient reportedly attempted to test on her meter before and after the doctor's visit, but was not successful. The reporter stated that the patient's blood glucose result was "over 200 mg/dl" on unspecified device and her hba1c results was "13 point something". The patient had her oral medications dosages increased and/or prescribed a new oral medication for diabetes; however, the doctor did not administer any medications during the doctor's visit. This complaint is being reported because the patient developed symptoms during the time she was unable to test on her meter. The patient went to the doctor, obtained a blood glucose result "over 200 mg/dl" with an hba1c result of "13%." As a result, she had her medications increased. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.